Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that it was not possible to screw in the screw into the target device. There was a delay of 1 hour.

Event description:
It was reported that it was not possible to screw in the screw into the target device. There was a delay of 1 hour.

Manufacturer narrative:
Evaluation conclusion: the returned devices matched the report and the reported issue was confirmed. Remark: the fixation screw (part of 18061005 target device, femur) received was identified as not originally belonging to this target device which was manufactured in 2007. The fixation screw received was manufactured in 2012 as newer design version but both versions are still acceptable. Evaluation revealed the fixation screw (normally part of the target device 18081005) to be the primary product. The target device and nail handle are regarded as associated products. No deviations were found during review of the inspection documents. The target device and fixation screw returned were documented as faultless prior to distribution. As the target device had been in use for approximately 6 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The damaged thread of the fixation screw indicated that the screw had been inserted obliquely resulting in cross-treading and material deformation at the winding. A new fixation screw clamp (catalogue 18060273), has been developed to avoid oblique insertions as an alternative to the fixation screw. The fixation screw clamp is available since 2010. Evaluation revealed no product issue; the damage was rather caused by inappropriate handling.